Manufacturer narrative:
Date of implant: (B)(6) 2015.

Event description:
New information received notes that lead was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4). Lead was explanted and replaced on (B)(6) 2016.

Event description:
New information received notes that the patient had dyspnea. Lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant, several high, out of range, pacing lead impedance measurements were observed. Lead was capped and replaced.